Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticiapted. Nda# n18176

Event description:
A pt presented with a report of a broken suture two days following perineal repair. The pt was seen at another facility and the wound was resutured.